Manufacturer narrative:
(B)(4). Device evaluated by MFR: returned product consisted of an angiojet spiroflex thrombectomy system. The pump, shaft, and tip were microscopically examined and it was observed that there was a break in the hypotube 42cm from the tip of the catheter. Functional testing was performed by placing the device in the consol. A¿check saline supply¿ error message was observed that was due to the break in the hypotube. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
Reportable based on device analysis completed on 09-nov-2016. It was reported there was a failure to prime. A spiroflex® angiojet® thrombectomy set was selected for a thrombectomy procedure. During preparation, they were unable to prime the catheter. The procedure was completed with another of the same device. There were no patient complications reported. However, device analysis revealed a broken hypotube.